Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a beta cap adapter. The customer states that over time, the beta cap adapter is causing a hole in the pd catheter . There is a sharp edge on the bottom of the beta CAPA adapter. The catheter was placed on (B)(6) 2010 and repaired on (B)(6) 2012. The catheter was cut down and the adapter was repaired. The patient was also administered prophylactic antibiotics as a precaution to peritonitis.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.